Manufacturer narrative:
Ses d4 expirattion date, h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2024-02149; 508-32-204, s801 - device cracked/broke, revision surgeryif additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Broken baseplate's central screw.